Manufacturer narrative:
This customer returned single station solenoid and cpu pcba will be allowed to run in the test vent for an extended period to verify the unit remains operational with no errors. The test vent booted up and deliver breaths. No faults were generated during approximately 2 hours of operation. This single station solenoid (B)(4) is out of spec. This customer returned cpu pcba was tested and no failures were identified.

Manufacturer narrative:
As a preventive measure, the field service engineer replaced the crossover solenoid assembly, main printed circuit board, and the cpu.

Event description:
The customer reported a ventilator that would not pass an extended self-test crossover circuit. The issue occurred during an extended self-test, and reported to have occurred during clinical use. There was no allegation of harm associated with this report.